Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt's mother reported that the pt had been experiencing multiple e4 (occlusion) errors on her infusion device for "the last couple of days." The pt's blood glucose elevated to 539 mg/dl as a result and she switched to her backup infusion device. The mother reported that the pt had "lost quite a bit of weight" recently and she is much thinner. The pt was sent sample infusion sets with a shorter cannula length. The mother had the infusion device with her at the time of the report but she did not have any accessories. She was advised to call back to continue troubleshooting. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.